Event description:
The pt reportedly fell and hit her head at the implant site. There was a bulging at the incision site and the pt developed an infection. The pt was recommend not to use the device and treated with antibiotics (type unk) for ten days. On (B)(6) 2014 the internal device was extruding through the skin. The pt was treated with antibiotics (type unk) for ten days; however, the treatment was not successful. The pt's device was explanted. The pt will be reimplanted at a later date.